Event description:
It has been reported to philips that the equipment has an error when passed the "operational check" tests. Patient involvement remains unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a worn therapy capacitor. Based on the information available and the testing conducted, the cause of the reported problem was a worn therapy capacitor. The reported problem was confirmed the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacement of therapy capacitor was completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.